Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. No system issue was confirmed upon fse verification. Fse confirmed a damaged blue fiber cable and the issue was addressed after providing the customer with multiple spare blue fiber cable. The system was verified as ready for use. The damaged blue fiber cable involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or video clip for the reported event was submitted for review. No system log review was performed as the da vinci system was not connected to the network at the time of the issue. This complaint is assessed as a reportable adverse event due to the following: it is currently unknown as to what prompted the customer to move the patient side cart 30 minutes after the start of the procedure. Initial information reported that the procedure was aborted due to an alleged unavailability of a backup accessory (system cable) and information related to patient impact and current patient condition is unknown at this time. Isi tse and fse investigation confirmed no functional issue with the da vinci system.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, damage to the blue fiber cable was identified. The customer informed the intuitive surgical, inc. (Isi) clinical sales representative (csr) and technical assistance was contacted. The customer received phone assistance from the isi technical support engineer (tse). The customer stated that they were moving the patient side cart (psc) and damaged the blue fiber cable. It was further reported that the surgeon made a decision to abort the procedure at that time. The tse indicated that no system log review was performed as the da vinci system was not connected to the network at the time. Isi followed up with the initial reporter and obtained the following information: the surgical ports were already placed when the issue was identified. The event occurred approximately 30 minutes into the procedure. The surgical ports on the patient were closed after aborting the procedure. At this time it is unknown if the procedure was re-scheduled. No further information was provided.